Event description:
The pt reported that she tested her blood glucose in the morning and it was 400 mg/dl. She stated that she heard a "rattle" in her infusion device. She attempted to tighten the piston rod, but it was already tight. The pt reported that she was thirsty and did not feel well. The pt administered an insulin injection to reduce her elevated blood glucose level. The pt switched to her back up infusion device and reported that her blood glucose values returned to normal. The pt did not require medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned. The pt stated that she would return the device as soon as she upgraded to a new device.